Manufacturer narrative:
This spontaneous case a lawyer on behalf of describes the occurrence of fallopian tube perforation ("could pierce the tubes") and device breakage ("device¿s metal parts could become dislodged and migrate to other parts of the body") in a female patients who had essure inserted. Additional non-serious events are detailed below. There was no information on the patients' medical history or concurrent conditions. On an unknown date, the patients had essure inserted. On unknown dates they experienced fallopian tube perforation (seriousness criterion medically important), device breakage (seriousness criterion medically important), internal injury ("39,000 claims by women alleging injury") and device dislocation ("device¿s metal parts could become dislodged and migrate to other parts of the body"). The reporter considered device breakage, device dislocation, fallopian tube perforation and internal injury to be related to essure administration. The reporter commented: women have claimed in lawsuits that the device, which is implanted in the fallopian tubes to permanently block the passage of eggs to the uterus, could pierce the tubes, and that the device¿s metal parts could become dislodged and migrate to other parts of the body. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-aug-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case a lawyer on behalf of describes the occurrence of fallopian tube perforation ("could pierce the tubes"), internal injury ("39,000 claims by women alleging injury"), device dislocation ("device¿s metal parts could become dislodged and migrate to other parts of the body") and device breakage ("device¿s metal parts could become dislodged and migrate to other parts of the body") in a female patients who had essure inserted. There was no information on the patients' medical history or concurrent conditions. On an unknown date, the patients had essure inserted. On unknown dates they experienced fallopian tube perforation, internal injury, device dislocation and device breakage. The reporter considered device breakage, device dislocation, fallopian tube perforation and internal injury to be related to essure administration. The reporter commented: women have claimed in lawsuits that the device, which is implanted in the fallopian tubes to permanently block the passage of eggs to the uterus, could pierce the tubes, and that the device¿s metal parts could become dislodged and migrate to other parts of the body. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.